Manufacturer narrative:
Philips service monitored the system, but no concrete findings were documented. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system locked up and required reboot during use on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.